Event description:
It was reported that an alarm 9 occurred with the insulin pump despite the customer not overfilling the cartridge. The customer did not have back up pump supplies with them and due to the delay in insulin therapy the customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer did not address the high blood glucose level immediately because they lacked backup supplies while at work. Technical support instructed the caller to reload the original cartridge onto the pump, but the customer was unable to do so and resume insulin delivery. Technical support made multiple follow up attempts to the customer regarding the issue but no response was received.